Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the cubie row had failed. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie row had failed. A field service engineer had removed drawer 1.1 and 1.2 from the main station chassis. After reinstalling the drawers, the row board cable connections were checked, and the pyxis bus cable was reconnected. The station was restarted, and during startup, support mode was accessed to open the hardware testing application. All pockets and lids were functioning correctly. After the station was restarted the previously failed pocket was successfully recovered. The system functioned as intended after the field service engineer repaired the device.